Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. There was also intermittent noise. A lead fracture was suspected. The patient stated they were told the alarm was deactivated but it still goes off every day and that the device was set for a "six shock cycle". The patient also stated they were given a defective device. Followup with the company representative revealed that the alarm had not been turned off and also that the patient has not followed medical advice. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for rv.pace lead z > 2000 ohms occurred on (B)(4) 2011 02:59:41. Weekly pace measurement log data shows various spike increases for max v.pace = 520 to 7232 ohms peak between (B)(4) 2011 and (B)(4) 2011. 50 - ventricular nonsustained tachycardia episodes <=200 ms occurred between (B)(4) 2011 09:26:29 and (B)(4) 2011 20:11:07. 5 - ventricular fibrillation episodes of <=210 ms average v-cycle occurred between (B)(4) 2011 04:58:36 and (B)(4) 2011 23:02:01. Ventricular short interval count v-sic=21.2 counts avg/day, in 227.6 days, between (B)(4) 2011 21:50:07 and (B)(4) 2011 11:47:17.

Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. There was also intermittent noise. A lead fracture was suspected. The patient stated they were told the alarm was deactivated but it still goes off every day and that the device was set for a "six shock cycle." The patient also stated they were given a defective device. Follow-up with the company representative revealed that the alarm had not been turned off and also that the patient has not followed medical advice. It was further reported that the patient had received multiple inappropriate shocks due to noise on the lead. The patient stated they stopped it with a magnet. The patient also states the device damaged their heart. The device detections were turned off but the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for rv. Pace lead z > 2000 ohms occurred on 08-jul-2011 02:59:41. Weekly pace measurement log data shows various spike increases for max v.pace = 520 to 7232 ohms peak between 06-jul-2011 and 14-sep-2011. 50 - ventricular nonsustained tachycardia episodes <=200 ms occurred between 01-aug-2011 09:26:29 and 13-sep-2011 20:11:07. Ventricular fibrillation episodes of <=210 ms average v-cycle occurred between 05-aug-2011 04:58:36 and 04-sep-2011 23:02:01. Ventricular short interval count v-sic=21.2 counts avg/day, in 227.6 days, between 29-jan-2011 21:50:07 and 14-sep-2011 11:47:17.

Manufacturer narrative:
Event description, continued: it was further stated by the patient that there was a loss of ejection fraction because of the device, there was "burning of tissue" caused by the lead, and the device burned a hole in the heart. The patient experienced pain and suffering, mental anguish, loss of potential consortium, and loss of enjoyment of life. It was further reported that the device was later explanted and replaced due to elective replacement indicator and device upgrade, and the lead was explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. One - patient alert for rv. Pace lead z > 2000 ohms occurred on (B)(6) 2011 02:59:41. Weekly pace measurement log data shows various spike increases for max v.pace = 520 to 7232 ohms peak between (B)(6) 2011. Fifty - ventricular (B)(6) 2011 20:11:07. Five - ventricular fibrillation episodes of <=210 ms average v-cycle occurred between (B)(6) 2011 04:58:36 and (B)(6) 2011 23:02:01. Ventricular short interval count v-sic=21.2 counts avg/day, in (B)(4) days, between (B)(6) 2011 21:50:07 and (B)(6) 2011 11:47:17.

Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. There was also intermittent noise. A lead fracture was suspected. The patient stated they were told the alarm was deactivated but it still goes off every day and that the device was set for a "six shock cycle". The patient also stated they were given a defective device. Followup with the company representative revealed that the alarm had not been turned off and also that the patient has not followed medical advice. It was further reported that the patient had received multiple inappropriate shocks due to noise on the lead. The patient stated they stopped it with a magnet. The patient also states the device damaged their heart. The device detections were turned off but the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event description, cont: it was further stated by the patient that there was a loss of ejection fraction because of the device, there was "burning of tissue" caused by the lead, and the device burned a hole in the heart. The patient experienced pain and suffering, mental anguish, loss of potential consortium, and loss of enjoyment of life. It was further reported that the device was explanted and replaced due to elective replacement indicator/device upgrade, and the lead was explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: evaluation summary (B)(4) performance data from the device was analyzed. One patient alert for rv.pace lead z>2000 ohms on (B)(6) 2011. Weekly pace measurement log data shows spike increases for max v.pace = 520-7232 ohms peak from (B)(6) 2011. 50 ventricular nst <=200 ms between (B)(6) 2011. 5 vf <=210 ms average vcycle between (B)(6) 2011. Ventricular short interval count vsic=21.2 counts avg/day in 227.6 days between (B)(6) 2011. The lead was returned in segments, analyzed and the distal conductor was fractured. The defibrillation conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer insulation and outer tubing overlay were melted, the outer tubing overlay had cosmetic environmental stress cracking, the helix was distorted/bent, there was blood on the helix mechanism (sleeve head) and helix mechanism. (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description, continued: it was further stated by the patient that there was a loss of ejection fraction because of the device, there was "burning of tissue" caused by the lead, and the device burned a hole in the heart. The patient experienced pain and suffering, mental anguish, loss of potential consortium, and loss of enjoyment of life. The device and lead remain implanted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for rv.pace lead z > 2000 ohms occurred on (B)(6)-2011 02:59:41. Weekly pace measurement log data shows various spike increases for max v.pace = 520 to 7232 ohms peak between (B)(6)-2011 and (B)(6)-2011. Fifty - ventricular nonsustained tachycardia episodes <=200 ms occurred between (B)(6)-2011 09:26:29 and (B)(6)-2011 20:11:07. Five - ventricular fibrillation episodes of <=210 ms average v-cycle occurred between (B)(6)-2011 04:58:36 and (B)(6)-2011 23:02:01. Ventricular short interval count v-sic=21.2 counts avg/day, in 227.6 days, between (B)(6)-2011 21:50:07 and (B)(6)-2011 11:47:17.